Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. Unit passed all testing. Covidien reference: (B)(4).

Event description:
A report was rec'd from the USA stating that an 840 ventilator had an erratic graphical user interface (gui) display. The device was not being used on a patient when event occurred. The date of the event was not reported.